Event description:
It was reported the spring wire guide was found kinked prior to patient use. A new device was used to complete the procedure. No impact to patient.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. A new device was used to complete the procedure. No impact to patient.

Manufacturer narrative:
(B)(4). The customer returned one opened arterial kit containing a catheterization device for analysis. Visual inspection of the guide wire revealed one major kink and multiple offset coils. Microscopic examination confirmed the distal weld was intact. The total length of the swg measured 4.625", which is within specifications of 4.4375-4.6875" per swg with handle graphic. The outer diameter of the swg measured 0.39 mm, which is within specifications of 0.381-0.404 mm per swg graphic. The inner diameter of the needle cannula measured 0.017", which is within specifications of 0.0165-0.0180" per cannula graphic. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." The returned guide wire was not able to pass through the cannula due to the damage, so a lab inventory wire was used instead. The lab inventory guide wire was able to pass through with minimal resistance. A device history record review was performed, with no relevant findings identified. The IFU provided with this kit warns the user "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. If resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of guide wire/needle resistance was confirmed through complaint investigation of the returned sample. Visual inspection revealed the guide wire contained one major kink and multiple offset coils. Despite the observed defect, all relevant dimensional requirements were met, and a device history record review was performed with no relevant findings. A CAPA was initiated based on a recent trend for guide wire/needle resistance. The CAPA investigation indicates that the issue is manufacturing related. The relevant lots within the reported kit were manufactured (dec 2021-mar 2022) prior to the implementation of the corrective action (september 2022). Teleflex will continue to monitor and trend for reports of this nature.